Manufacturer narrative:
Batch review performed on 05 october 2020: lot 091043: (B)(4) items manufactured and released on 04-june-2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date all items of the same lot have been already sold without any similar reported event since 01-jan-2016. Clinical evaluation performed by medical affairs director: hip revision surgery performed 10 years after cementless total hip arthroplasty in a (B)(6) year old woman. According to the report, the reason of stem removal is impingement with the acetabular component. Radiographic images provided show the presence of suboptimal acetabular component position. We cannot tell if this was the initial position or the result of cup migration. This has probably caused abnormal wear of the acetabular insert that resulted in extensive osteolytic damage to the femoral bone, causing loosening of the stem. The reason of stem removal is hardly related to an implant malfunction.

Event description:
Revision surgery 9 years and 11 months after primary surgery for impingement of medacta devices with the acetabular shell of competitor. The surgeon revised successfully the medacta stem and head.